Event description:
It was reported that the customer's blood glucose level displayed as "high," although the specific value was unknown. Cause was not known. To address the issue, the customer administered a correction bolus via the pump and followed instructions to inspect and potentially replace the infusion set. Insulin storage was confirmed to be proper, and personal settings were verified as correct. Tandem technical support instructed the customer to replace supplies as necessary and resume insulin.